Event description:
During screening, externalized conductors were observed. No electrical abnormalities were observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was explanted.

Manufacturer narrative:
The lead was returned in two parts. Internal insulation abrasion were found at 7.5-9.2cm from the distal end. The etfe coating was intact at this location.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.